Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During patient examination the footswitch pedal did not return and x-ray continued unintentionally. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by a hardware error. The spring which normally brings back the foot pedal to its original position after release was broken. As a result, the pedal stayed in the activated position and released x-ray until the pedal was deactivated manually. In cases such as this, there is also an emergency stop button at the system to interrupt radiation at any time needed. The system has reached end of support and no consumption data is available, however, history does not show a general or systematic problem that would require any further corrective action. The affected part has been exchanged by the local service organization and has not occurred again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.